Event description:
The instruments's safety lock broke during the procedure. Therefore, the instrument's jaws were not able to be opened to release the tissue. Another instrument was used to transect around the inital instrument and free it from the tissue to complete the case without further incident. Procedure: lavh